Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty deploying the clip appears to be a result of procedural conditions, as the curvature on the clip delivery system likely resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip. Furthermore, the reported slda appears to be related to patient morphology/pathology and likely due to the large posterior leaflet prolapse. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the difficult to deploy mitraclip and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. In order to reach the largest regurgitant jet, the clip delivery system (cds) was curved more than 90 degrees. The clip was positioned on the leaflet; however, deployment was difficult, possibly due to the curve on the delivery system. Troubleshooting maneuvers were performed and the clip was successfully deployed. During positioning of the second clip, the first mitraclip was found attached only to a single leaflet (slda). It was suspected that the large prolapse in the posterior leaflet contributed to the slda of the clip. A third unplanned clip was successfully implanted and mr was reduced to 1. No additional information was provided.